Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comments of unable to update software and loose electrocardiogram port. It was noted that no network card was returned with the programmer however it was able to update software using a known, good network card. The hard drive was reconfigured and the software reloaded/updated as a preventive. It was further noted that the grounding clip on the universal serial bus port was misaligned and therefore the grounding clip was realigned to resolve. The device passed functional and systems tests. (B)(4).

Event description:
It was reported that the programmer would not update via the software distribution network (sdn). It was also reported that there was a loose electrocardiogram port. The programmer has been returned for repair. It was requested that all software be updated before returning. No patient complications have been reported as a result of this event.